Manufacturer narrative:
Investigation report: to date the product has not been returned to the MFR for investigation. If the product is returned, an eval and follow-up report will be completed. A review of product history from year 2000 to 08/2006 found one other reported event for this failure mode. Conmed linvatec will continue to monitor this product for failures.